Event description:
Boston scientific received information that the patient reported one of their leads dislodged during open heart surgery. Evidence suggests that since the patient was already undergoing an unrelated procedure, no additional medical or surgical intervention was required. The patient stated that the issue has been resolved. Additional information was sought from the boston scientific field representative, unsuccessfully. There were no reports of adverse patient effects due to the dislodgement. The lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.